Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the customer got failed battery test alarm. Customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer received battery failed alarm. Customer has not tried a replacement battery cap. The customer need to be replaced the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.